Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigation alleges that patient has experienced severe left hip pain, swelling, persistent pain in his anterior groin area that radiated down to the front of his thigh towards his knee, and he walked with a slight limp. Patient had elevated metal ion levels and an accumulation of fluid in the hip joint, as well as metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.